Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported an over infusion event involving insulin on a patient who was admitted to the hospital for diabetic ketoacidosis. Insulin (100ml bag, concentration 1unit/ml) was intended to infuse at 0.1units/kg/hr. (5.3ml/hr.) As a continuous infusion and was programmed manually using guardrails drug library. It was reported that the 100ml bag appeared to have been infused in 2.5 hours instead. Due to the event, rapid response team was called due to the declining blood glucose and lethargy. Patient reportedly received dextrose 10% intravenously (several doses), dextrose 50% bolus, 3% normal saline, calcium gluconate, and supplemental oxygen due to decreasing oxygen saturation. It was reported that additional lab tests were performed to frequently check blood glucose levels, comprehensive metabolic panel, and blood gas levels. It was reported that after the event and treatments, the patient was transitioned to "normal diabetic treatment and ultimately discharged home."